Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced infection approximately eleven years post implant of the composix mesh. The medical history between the implant of the composix mesh and the explant of the mesh is unknown at this time, therefore, it is unknown if the composix mesh was the actual source of the infection allegedly experienced by the patient. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent a ventral hernia repair. A composix mesh was implanted in this procedure. On (B)(6) 2015 - the patient had this mesh removed after it allegedly infected her ventral abdominal wall. The attorney alleges the patient experienced pain, infection, additional surgical procedure, disability, explant and serious and permanent injury.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced infection approximately eleven years post implant of the composix mesh. The medical history between the implant of the composix mesh and the explant of the mesh is unknown at this time, therefore, it is unknown if the composix mesh was the actual source of the infection allegedly experienced by the patient. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the date of event and explant. Based on the additional information received, the initial determination remains the same, no conclusions can be made. Medical records show the patient with a medical history significant for obesity and diabetes underwent a complex procedure for repair of a recurrent incarcerated ventral hernia, and removal of giant panniculus during which a composix mesh was implanted. Approximately eleven years post implant due to diagnosis of abscess/infection the patient underwent a procedure to during which the mesh was removed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient underwent a ventral hernia repair. A composix mesh was implanted in this procedure. (B)(6) 2015 - the patient had this mesh removed after it allegedly infected her ventral abdominal wall. The attorney alleges the patient experienced pain, infection, additional surgical procedure, disability, explant and serious and permanent injury. Addendum per provided medical records: (B)(6) 2004 - patient diagnosed with recurrent incarcerated ventral hernia, giant panniculus and scheduled for open repair. Per operative notes "this large hernia sac was encountered." "The panniculus was removed and the sac opened. Incarcerated omentum and bowel was mobilized, adhesions taken down. The omentum was reconstructed and the abdominal cavity carefully examined. The lower abdominal wall was imbricated with running and interrupted prolene and the upper abdominal wall was reconstructed with a piece of composite (composix mesh) graft and prolene imbricating the midline after the mesh had been placed." (B)(6) 2014 - patient visited for follow up and to review wound culture results during which patient was diagnosed with staphylococcus aureus infection with abscess. (B)(6) 2015, patient visited hospital with the complaint of "hole" in stomach and removal of infected hernioplasty mesh procedure was planned. (B)(6) 2015 - patient had screening colonoscopy, underwent abdominal wall mesh repair, and infected mesh removal with implant of a (non-bard/davol) biological mesh. Per operative notes "anteriorly, all of the attached subcutaneous tissue was now separated from the mesh starting first on the left side.¿ ¿this mesh, having been an onlay mesh, and taking the mesh out completely, going all the way to beyond the mesh and scarring the fascia where it was attached.¿ ¿the lower half of the right side starting from just above the umbilicus down had some current infection in it.¿ attorney alleges that the patient experienced adhesions, infections, mesh shrinkage, pain, recurrence, mesh caused removal of strands of abdominal muscle and emotional injuries.